Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple continuous glucose monitor error 41. Customer's blood glucose was 40 mg/dl. Customer consumed carbohydrates to address bg. The customer continued to use the pump for insulin therapy.